Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used, complication in site preparation, immediate implantation, overheating of bone, mobility.